Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer's blood glucose level was elevated. Troubleshooting could not be performed with tandem technical support as the contact did not have the pump available.